Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device will not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon explained that he was not getting hemostatic staple lines, resulting in increased blood loss. The surgeon used the initial vascular load that came with the stapler and two subsequent vascular loads after that, and neither of the three loads he felt "did their job" in forming proper staple lines and providing proper hemostasis. Eventually he was able to control the bleeding with monopolar energy and clips and the cases were completed. He was firing vascular loads across the mesoappendix. There were no patient consequences.